Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). From the inspection result of the device by the olympus repair center, omsc confirmed that the tip of the probe unit had fallen off and that the distal end was scratched. Therefore, omsc concluded that the reported event may have caused by the application of external force to the distal end due to user handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in (B)(4) for repair. The inspection of the device by olympus repair center confirmed the following; the distal end was scratched. Th-e reported event appeared to be caused by chemical or physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center in hamburg and found that the balloon groove of the distal end was broken and missing. And the distal end unit was broken. There was no report of patient injury associated with the event.